Event description:
The physician was implanting the encore system. As he was inserting the bone anchor into the mandible, he needed to use high torque. The head of the bone anchor broke off from the bone anchor threads. Another bone anchor was used and the procedure was completed without further difficulty.